Event description:
During an initial implant procedure, a loss of capture was observed on the right ventricular (rv) lead. It was observed the rv lead dislodged from the position it was placed. The rv lead was repositioned, however, no capture was able to be observed. A new rv lead was used to resolve the event. The patient was stable.